Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 340 mg/dl following an incorrect meal announcement. The user allowed the ilet to deliver corrective insulin doses, and glucose values stabilized. No outside medical intervention was required.